Event description:
A customer reported a malfunction on their pump, indicated by a specific malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support (cts) assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and advised to call back if the issue happened again.